Event description:
It was reported that the patient had 61 seizures in 2016, 70 in 2017, and 48 up to (B)(6) of 2018. At that time the patient saw a reduction in seizure activity, and it was noted that the vns battery died around the same time so they decided to leave the device off, and the patient's seizures have been well controlled. It was noted that he had 11 seizures in 2019 and 8 seizures so far in 2020. Additional information was received from the physician that the battery was still properly functioning at that time. Regarding the physician's assessment of the cause of the increase in seizures, it was noted to be related to be the patient's condition. Sufficient information was not received to conclude that the seizures were not believed to be related to the vns at all. Per the physician it was unknown if the seizures were at/above/below pre-vns baseline. It was noted that intervention was taken for the seizures. No other relevant information has been received to date.